Event description:
At our urgent care facility staff were weighing an infant that had come in to be examined. While performing the weight check the scale use switched from kilograms to pounds when the scales unit button was accidently pressed causing the switch. This lead to a minor med error without injury to the child when the dosage was calculated in the wrong weight value. The button on the scale sits proud of the case on the device and is easy to push if not careful. Additionally when the manufacture was contacted it was explained to biomed staff that there was no way to lock the scale into either weight unit.